Manufacturer narrative:
Bd has determined this event as not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe inside the foley tray was different from the usual one upon opening the package. It was further reported that water in the syringe was murky and was not used. The two cases occurred on the same day in the same lot. Per follow-up information received from ibc on 07jan2022, stated that the syringe was different from the usual because the specifications of syringe were changed. However, the customer was not aware of the syringe change.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the syringe inside the foley tray was different from the usual one upon opening the package. It was further reported that water in the syringe was murky and was not used. The two cases occurred on the same day in the same lot.